Event description:
The customer reported an unexpected shutdown of the device.

Manufacturer narrative:
The customer's reported an unexpected shutdown of the device. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.